Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc was informed that tilt of mounting of the endoscope mount of the subject device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the ccd unit of the subject device was broken due to the following cause. - since the endoscope mount was bent and there was a gap, water entered the subject device through the gap.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair requested by the user at service operation repair center, it was found that the endoscopic image of the subject device was not displayed due to immersion. Other detailed information was not provided. There was no report of patient injury associated with the event.